Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The IFU violation was not related to the reported difficulties therefore a letter is not required. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. This then led to the entrapment of the device. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. The reported patient effects of hemorrhage/blood loss/bleeding is listed in the perclose prostyle instructions for use, as known patient effect of use with suture mediated closure device procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6- medical device problem code 2017: failure to follow steps / instructions

Event description:
It was reported that this was multi-access closure (top, middle and bottom), of right common femoral vein using three prostyle devices, with one prostyle per access site after a cardiac ablation interventional procedure. Reportedly, the prostyle used at the top access was pre-placed and the knot was advanced to the vessel and tightened as intended, however, complete hemostasis was not achieved and was oozing. The prostyle device used at the bottom access site was deployed post procedure, however, after deployment the device was stuck and the footplate was deployed/opened, even though the lever was down. No resistance was noted lowering the lever. The device was manipulated multiple times to attempt and remove but the device remains stuck in the vessel. The physician then broke the handle of the device and pressed the rubber stop forward and the device was ultimately removed. The same prostyle suture/knot was advance and tightened, but the access site was still oozing. Manual compression was applied until no blood flow was noted (achieve hemostasis) at all access sites. Then a figure of eight stitch and quick clot gauze with was placed as an aid to help achieve hemostasis after manual compression was applied at all access sites. The prostyle used at the middle access site, was deployed and achieved hemostasis as intended; however, the figure 8 stitch and quick clot gauze were just place as a precaution. There was no adverse patient effect. No additional information was provided.